Manufacturer narrative:
Title: risk factors for complications after j medial thighplasty following massive weight loss: a multivariate analysis of 94 consecutive patients. Source: prs journal volume 148, number 4 pp540e-547e. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature article performed between november of 2014 and april of 2019, bariatric surgery has increased the number of patients requiring medial thighplasty after massive weight loss. However, despite the various complications, the procedure improves quality of life. The authors report postoperative complications of vertical j-shaped medial thigh lift for a series of 94 patients treated over 5 years. Sutures were used for wound closure. Two patients had wound infection (2.1%) while 33 patient experienced wound dehiscence (35.1%). Seven patients had delayed wound healing (7.5%).